Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was close to site location. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.